Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During a periodic inspection, the customer found that the device was displaying the service indicator. There was no patient use associated with the reported event. Physio-control evaluated the device and found that the device was non-functional and unable to deliver defibrillation therapy.